Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The test strips and control solution were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g56. Which gave a satisfactory performance. The control readings obtained, during in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
The customer stated that he applied the control solution directly from the bottle to the test strips. As per the contour next control solution user guide, "do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test on the contour next ez meter and obtained a reading of 157 mg/dl at 10:42 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.